Manufacturer narrative:
The subject device was inspected at olympus (B)(4) (omsi). Omsi checked the subject device and found that there were vertical lines on the green image was displayed due to the failure of the video connector socket, however the intermittent image could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was identified that when the endoscope was moved, the endoscopic image was displayed intermittently and there were vertical/wavy lines on the endoscopic image. When the endoscope was connected and hold tightly no problem appeared in the endoscopic image. Another endoscope was connected to the subject device, the same issue occurred and there was no issue when using another cv-v1. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.